Manufacturer narrative:
D3: mfg establishment name and address; corrected. H3: one device was returned for evaluation. The device history file was reviewed. There were no discrepancies noted relevant to the indicated failure mode. One used device was returned for analysis. The device was visually inspected. There were no anomalies noted upon visual inspection. The customer reported issue was not replicated during the testing. The complaint could not be confirmed, and a root cause was unable to be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the trach tube did not inflate during patient use. There was no reported injury.